Manufacturer narrative:
The device was not returned therefore, a device analysis could not be completed. The event history log review was performed. The event history log revealed an infusion of calcium chloride was running at 100 ml/hr on the reported event date. The history log revealed that the pump ran as programmed. The intended rate of the infusion is unknown, but the pump ran at the programmed rate per the history log. No abnormalities were observed through the history log review. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8315 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was programmed to infuse calcium chloride for a patient on continuous veno-venous hemofiltration (cvvhf), however, it was found to have not been infusing for the first 7 hours of the evening shift. As a result, during this time, the patient was continuously experiencing hypocalcemia and required calcium chloride boluses and increased hourly rates of calcium chloride gtts as ordered by the nephrologist. The pump was changed, and lab values continued to be monitored. No additional information is available.